Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left leg using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician obtained venous access, then placed a 6f non-penumbra sheath in the target vessel and performed a lower extremity (lle) venogram. The physician wanted to use an indigo system aspiration catheter 8 (cat8) to clean out the dvt on the left leg; therefore, the 6f sheath was removed. An attempt was made to place an 8f, 7fr sheath, and 6fr sheath but none of them were successful; subsequently, a longer 6fr sheath was successfully placed in the target vessel. The physician then decided not to use the cat8 and opened a cat6. Next, while advancing an indigo system aspiration catheter 6 using the peel away sheath, over a guidewire, across the lesions, and through the sheath, the physician noticed under fluoroscopy that the tip of the cat6 was outside of the sheath and was ¿buckling¿ about 3-4 centimeters above the tip of the sheath. The physician believed the patient was having a spasm and decided to give a few doses of nitroglycerin. The physician then waited for a few minutes and attempted to advance the cat6 again but was unable advance it further and go through the same area; therefore, the cat6 was removed. It was reported that the physician believed the spasm had occurred while exchanging sheaths and prior to placing the cat6 in the target vessel. The subsequent venogram showed the vessel was visibly smaller than before but did not show the vessel returning to its original size. The physician continued the procedure using an indigo system catrx aspiration catheter (catrx) and the same longer 6fr sheath; subsequently, the physician decided to remove the catrx since the amount of clot that was aspirated was small. The procedure was completed using an angiojet and the same sheath, and the reported spasm that occurred during the procedure was not related to the cat6.